Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this lead, a pneumothorax occurred. The lead was removed and successfully implanted into a different vein. There were no additional adverse patient effects reported.